Manufacturer narrative:
Device manufacture date: january 9, 2018 - january 12, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo provided shows evidence of bladder rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst while filling the device with 3950 mg of fluorouracil in 120 ml of sodium chloride. There was no patient involvement. No additional information is available.